Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 12 cm distal to the df4 connector pin (into two segments). All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the insulation was found abraded through 31 cm proximal to the lead tip. In this region the conductor cables leading to the rv shock coil and ring electrode were found fractured. These damages are assumed to be the root cause of the reported oversensing. Based on the characteristics, as well as the location of the mentioned damages, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 64 months, oversensing on the ventricular channel was reported. The lead was explanted. No adverse patient events were reported. Should additional information be received, this file will be updated.